Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation") in an adult female patient who had essure (batch no. C91773, c51080) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 2. Previously administered products included for an unreported indication: penicillin. Past adverse reactions to the above products included urticaria with penicillin. Concurrent conditions included depression, anxiety and endometriosis. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant) and pelvic pain ("pain"). Essure treatment was not changed. At the time of the report, the uterine perforation and pelvic pain outcome was unknown. The reporter considered pelvic pain and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on an unknown date: negative. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation") in an adult female patient who had essure (batch no. C91773,c51080) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 2. Previously administered products included for an unreported indication: penicillin. Past adverse reactions to the above products included urticaria with penicillin. Concurrent conditions included depression, anxiety and endometriosis. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant) and pelvic pain ("pain"). Essure treatment was not changed. At the time of the report, the uterine perforation and pelvic pain outcome was unknown. The reporter considered pelvic pain and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on an unknown date: negative. Batch no : c51080 production date :2014-04-28 expiration date 2017-04-30. Batch no c91773 production date 2014-08-07 expiration date 2017-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-mar-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.